Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. No further information has been obtained despite good faith efforts. This lv lead remains in service. No adverse patient effects were reported.